Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found a leak from the probe. The fse observed that the backwash leaking out of probe due to probe wipe not coming all the way down. He adjusted the probe wipe to travel further down and collect the backwash which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was running samples when the leak was observed and there were no errors or system messages observed in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.